Event description:
The facility reported via a voluntary medwatch the pump failed after alarming low battery. The facility stated that patient was receiving a critiical infusion. While plugging into an outlet, the pump failed and stopped delivering the medication. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). No additional information is available at this time.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.